Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking by the port when filled. This was noted during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured between july 20, 2018 - july 22, 2018. The actual devices were not returned; therefore, a device analysis could not be completed on the actual samples. However, three (3) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no leak was observed on all samples. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.